Event description:
The customer reported a negative reaction of biotestcell-pool with a competitor's blood grouping reagent anti-s. While we were still waiting to receive the customer´s samples, our quality control laboratory tested the retained sample of biotestcell-pool with a polyclonal anti-s reagent. Biotestcell-pool reacted correctly positive. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-pool functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported a negative reaction of biotestcell-pool with a competitor's blood grouping reagent anti-s. The customer uses to dilute the anti-s reagent for his testing. The customer had returned the supposedly defective product and the anti-s control reagent. Our quality control laboratory retested the complaint sample of biotestcell-pool with the anti-s control reagent. This testing confirmed the customer's negative result. Furthermore our quality control tested the supposedly defective product with a polyclonal anti-s reagent. Biotestcell-pool reacted correctly positive. We did not observe any false negative reactions. Our testing confirmed that the customer's control reagent contains a weak antibody. Because biotestcell pool is a pool of two single blood donors it may not suitable for the customer´s intended application for detection of weak antibodies like the diluted anti-s reagent. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell pool functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.